Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the catheter was being inserted into a male pt's right internal jugular in the intensive care unit. The physician inserted the dilator as normal. When he removed the dilator, a small portion of the distal tip had fractured off. The physician noted he did not hit the clavicle or apply any more force than normal to the dilator. They could not find the piece of the dilator that "chipped off" and believe it is still in the pt. There was no delay in treatment, no pt death and no pt complications were reported. The pt outcome was good. The physician stated that other physician's commented that the dilator is not as stiff as it used to be and is bending frequently at the tip.